Event description:
The subject device was used during a laparoscopic fundoplication. After about 5 minutes use, unknown error message was displayed. The procedure was completed with another thunderbeat device. There was no patient harm reported. The subject device was returned to olympus medical systems corp (omsc) and omsc found that the ptfe pad of the device has completely come off on (B)(6) 2015.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the ptfe pad completely came off. There were contact marks on the surface of the probe and the metal part of the jaw. The manufacturing record was reviewed with no irregularities. As a result of the investigation, it is highly likely that the ptfe pad came off since the user continued activating output without contacting tissue (including after the tissue already cut), besides the ptfe pad received a load. And it is highly likely that the error message was displayed since the ptfe pad on the jaw was worn and consequently the probe contacted with the metal part of the jaw. The instruction manual of the subject device already states; warnings: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. This report is being submitted as a medical device report in an abundance of caution.